Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to inadequate stimulation. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.